Manufacturer narrative:
Radiographic image review results: top row left sagittal CT shows fractured l5 screw. Middle axial CT shows radio opaque object near lamina. Right axial CT shows fractured screw. Bottom row left sagittal MRI shows l4-5 spondylosis with foraminal stenosis. Middle axial MRI right 3 d reconstruction of l4-5 fusion construct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumber spinal stenosis it was reported that there was a breakage in the center of the screw. Subsequently, another symptom developed, and tlif was performed on l5/s1 after removal and fragments was left inside the patient. This surgery was repeat surgery and reason for repeat surgery was stenosis on the contralateral side. Procedure involved in initial surgery was right l4/5 plf (left is not fixated). There was no plan to remove the screw because there is a screw on the inner edge of the pedicle, in addition, it is not the depth to come out without the use of an extractor, so it will be remained as it is. A part of screw which explanted on (B)(6) was discarded by customer. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. G4. Please note that this device (g8372640) is not marketed in the united states; however, it is same as the united states marketed device with catalog#: 8372640, 510k#: k984522 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.